Event description:
The device was used during an unspecified procedure. Reportedly, the device cut but did not staple. The misfire caused a irregular staple line with defects and weakness. The surgery was converted to an open procedure.